Event description:
Pt received her second treatment on 5/20/96. On 6/3/96, she received redness, swelling, ridges, knots and firmness at all treatment sites. She was seen on 6/7/96; the injecting physician's associate diagnosed a hypersensitivity and prescribed oral advil and topical temovate cream. On 6/10/96, the symptoms persisted; ibuprofen was prescribed. On 7/8/96, the symptoms persisted; intralesional kenalog was prescribed which was barely effective at relieving the symptoms.

Manufacturer narrative:
Follow up info was received on 23 sept 1997; the physician rpt'd that the symptoms resolved at the end of may 1997.